Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 516 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Elevated bg was addressed with a bolus via the pump and manual insulin injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.